Manufacturer narrative:
Patient identifier - not available. Age & date of birth - not available. Sex - not available. Weight -not available. Ethnicity - not available. Race - not available. Contact name, address and phone number - not available. (B)(4). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. See [mw5092868]

Event description:
Terumo medical received an FDA medwatch report # mw5092868. The event description states: "angioseal vip vascular closure device deployment failure. Md took appropriate pre-images to determine if the device could be used. He (md) followed the instructions as has done for several years. When he went to cut the proximal end of the suture, the string was sucked into the artery. The physician took images afterwards to find compromised flow and consulted vascular surgery. The vascular surgeon described was removed as a small anchor with suture attached, no collagen was found."